Event description:
It was reported that due to instability the tibial insert 5532-g-511 lot ml183 was removed and replaced with a 5532-g-513 lot mndxtw.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that due to instability the tibial insert 5532-g-511 lot ml183 was removed and replaced with a 5532-g-513 lot mndxtw.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Patient is keeping.